Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F26: no patient impact f1908: delay of less than one hour h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not responding to any attempt to take a scout shot. The site rebooted the imaging system, but that didn't resolve the issue. There was a delay was of10 minutes. No known impact to patient outcome. Further troubleshooting was performed, the green light emitting diode was not lit on the mobile view station (mvs). The site had a hand switch connected. The site tried their footswitch. The system did still not respond to any activity. The site rebooted with the umbilical disconnected upon reboot. This resolved the issue as the site was able to take scout shots.